Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot #: requested, not provided. D4: expiration date: unknown due to the lot number being unknown. D4: UDI: (B)(4). D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: requested, unknown. H4: device manufacture date: unknown due to the lot number being unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - in the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following initiatives. - in the manufacturing process, the outer diameter of wire is controlled to assure its strength. - in the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly such as a scratch. - before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a scratch. - as a shipping inspection, pulling strength of the distal end is measured on sampling basis for each lot# to confirm that there is no anomaly in it. Relevant instructions for use (IFU) reference: - when using an endotherapy device as a guide to insert the instrument, be sure to hold the endotherapy device still so that it does not move while the instrument is being inserted. Failure could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device. - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the device in use may have cause perforation during an endoscopic procedure however it did not cause a major adverse event. It was a minor adverse event. The procedure outcome was completed with a competitor device. The event occurred during sedation, when the device was inside patient. The procedure was an endoscopic retrograde cholangiopancreatography (ercp) procedure.